Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on 05 march, 2025. No further investigation is required. B4.date of this report 14 april 2025 g3.date received by the manufacturer? 14 april 2025.

Event description:
On 30 august 2024, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.